Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). S/w 2.9d. Internal serial number listed in the pump status screen is (B)(4). Unit had broken battery tube threads, cracked case at the battery tube side, missing serial number label, faded end cap address/label, scratched display window cover, scratched case, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. Unit passed the displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment.